Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h4: device manufacture date - unknown due to unknown lot number g5: 510(k): k923607 and k926214 the actual device was not returned. A current guidewire sample was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the metal needle. The urethane coating was sheared off the guidewire sample. The surface of the shear cross-section of the urethane outer layer was found to be in the smooth state as if it had been sheared with a sharp cutting tool. A semicircular groove was found to have been generated on the shear cross-section. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not manipulate or withdraw the radifocus glidewire endoscopic(urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." It is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metal needle used in combination with the actual device. As the result, the urethane outer layer may have got sheared off the wire. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during ptcd, the radifocus guidewire m was used in combination with a metal needle. The urethane outer layer was sheared off the distal segment of the actual sample approximately 10 cm in length by the needle and was left in the patient's body. It still remains in the hepatic bill duct. The procedure outcome and the patient condition was reported to be unknown.